Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 10/11/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defects with no visible damage to the keypad. On investigation, the ¿up¿ button was responding intermittently, while the ¿down¿, ¿ok¿ and contrast buttons were responding properly. Upon removal of the keypad cover, contamination was found under all the button contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the pump keypad buttons were difficult to push. No damage to the keypad was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.